Event description:
A surgical resident was assisting the surgeon during an abdominal procedure. She had two surgical gloves on each hand. She inserted her index finger into the port area and upon removal, found that both glove index fingertips were missing from the same gloved hand.

Manufacturer narrative:
A surgical resident was assisting the surgeon during a lap-chole procedure for a pt that had a ruptured appendix. The resident had two surgical gloves on each hand. She inserted her index finger into the port area and upon removal, found that both glove index fingertips were missing from the same gloved hand. The tip from one glove was found in the surgical site and removed. The tip from the second glove was not located. There was no medical or surgical treatment initiated in response to the incident there was no injury to the resident. The facility did not identify a potential root cause for this incident. The two gloves were manufactured on different production lines, using different glove formers. They were manufactured at different times and were not packaged together. There were no integrity issues identified for either glove when it was donned or prior to the incident. From the info gathered, the damage to the gloves did not occur during the manufacturing process and most likely occurred during the surgical procedure. There have been no other similar incidents reported for these gloves. No corrective action is being taken at this time.